Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 137 mg/dl. Customer found that the drive support cap was sticking out of the insulin pump. No significant events leading to the alarm were observed. Troubleshooting was done for compromised forced sensor system alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.